Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the right ventricle lead to be implanted was placed near the apex of the right ventricle, and the position was changed after measuring parameters during the same surgery on (B)(6) 2021. The right ventricle lead was repositioned to the septal side, but some pericardial effusion was observed at the initial position, and thoracic cavity drainage was performed. The physician suspected that the issue occurred as the patient had high-risk, dialysis-patient, omi, ef20%. Patient was stable.